Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and triggered error 319. The unit was also tested on the testing platform and failed the fiber test and the check all boards present tests. A gold rolling was installed, and the unit passed. The original part was returned, and the unit failed. Upon further investigation, there was fluid intrusion on the spar. The usm fiber power trend also showed the rolling loop had a low reading. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, recoverable faults 32097 and 319 occurred repeatedly. The customer pressed 'recover', but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed event logs and found error 32097 pointed to the universal surgical manipulator (usm) 2. As the procedure was a 3 arms procedure, the customer elected to continue the procedure using the usms 1, 3 and 4. The usm2 was disabled. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. The issue occurred after the procedure had been in progress for about one to one and a half hours.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. As of the date of this report, the product has not yet been received. The complaint was confirmed based on the field evaluation.